Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: gel bleed: observed broken device assessed as surgical impact opening. As per the investigation procedure stress mark, missing piece of shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "gel bleed from outer shell." Physician reported left side "hole in radius (edge)" observed during replacement surgery. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reported, left side "gel bleed from outer shell". Device was explanted.

Event description:
Physician reported left side "hole in radius (edge)" observed during replacement surgery.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.